Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed three dashes with a reconnecting alert after initial successful pairing to a newly inserted dexcom g7 sensor, and the user also experienced a brief sensor issue; the user did not use a dexcom receiver or mobile app, and the device was restarted with guidance that it would either reconnect or alert if not functioning. Symptoms included no glucose data available on the ilet due to loss of communication with the cgm. Outcomes included interruption of automated insulin dosing decisions that rely on continuous glucose data. Investigation included user troubleshooting with an ilet restart and instruction to contact the cgm manufacturer for potential sensor replacement. Investigation of this case revealed that the ilet was functioning to generate a reconnecting alert and that the issue was consistent with loss of cgm communication or a sensor malfunction soon after insertion. It was concluded, based on previously established findings for similar reports, that the cause was likely cgm communication failure or sensor performance issue.